Manufacturer narrative:
The hospital reported they resolved the reported complaint, despite attempts to attain repair information, no response was received. Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2015 phone call, (B)(6) 2015 email, (B)(6) 2015 e-mail. The hospital reported they resolved the reported complaint, despite attempts to attain repair information, no response was received. Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2015 phone call, (B)(6) 2015 email, (B)(6) 2015 e-mail.

Event description:
The hospital reported the unit alarmed continuous patient airway pressure and a flashing alarm on p max. The user reseated the advanced breathing system and switched to manual ventilation mode. No reported patient injury.